Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6), 2008. Subsequently, the patient was revised on (B)(6), 2010, allegedly due to metallosis and acetabular loosening. The acetabular cup and femoral head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being sent to correct the implant date, and to relay newly received product information. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". Number four states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity". This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01237). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product and lot identification necessary to review manufacturing history was not provided. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that the patient underwent m2a hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2010, for an unknown reason. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.